Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was 576 mg/dl. Customer reported high blood glucose was due to meal. Customer reported they had no issue with insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.